Manufacturer narrative:
Stryker evaluated the customer's device and verified the observed issue. Stryker replaced the device's therapy connector to resolve the issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
While performing preventative maintenance on the customer's device' stryker observed that the device's therapy connector was broken. As a result, defibrillation therapy may have been unavailable, if needed. There was no patient use associated with the reported event.